Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
.

Event description:
It was reported that the patient presented for x-rays that showed that the femoral implant's anterior part was broken. The patient underwent a revision surgery to change from a uni prosthesis to a total knee.